Manufacturer narrative:
Event problem and evaluation codes manufacturer narrative: the customer reported that the emergency department bed 9 is showing an alarm from emergency department bed 4 on the cns (central monitoring system). The biomedical engineer also states that the clinical staff said an alarm didn't ring on the patient. Customer was instructed to check interbed settings, stop monitoring bed 4, and power cycle bed 4 to see if the alarm message would go away. Message went away on both bsms. Customer was instructed to check alarm history in the trend tab because if the alarm is showing then it alarmed. Explained to customer that alarms can be silenced at the bedside or via interbed and if someone used the large alarm silence on the cns it could have silenced multiple alarms at the same time. No further assistance was needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the emergency department bed 9 is showing an alarm from emergency department bed 4 on the cns (central monitoring system). The biomedical engineer also states that the clinical staff said an alarm didn't ring on the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the emergency department bed 9 is showing an alarm from emergency department bed 4 on the cns (central monitoring system). The biomedical engineer also states that the clinical staff said an alarm didn't ring on the patient.